Event description:
It was reported that prior to use, the pump had a purge failure alarm. No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of purge failure alarms was confirmed upon field service. According to the field service report, the pcs assembly was replaced by the hospital biomed. No part or recorder strip was returned for investigation. The customer picture was reviewed and shows the condensation bottle with a pale-yellow discoloration. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the purge failure alarm. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only**

Event description:
It was reported that prior to use, the pump had a purge failure alarm. No patient involvement.

Event description:
It was reported that prior to use, the pump had a purge failure alarm. No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.